Manufacturer narrative:
Concomitant medical products: product ID: 8781 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 467.6 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was in the emergency room with withdrawal and they feared a catheter issue after a failed side port aspiration. It was unknown if there were external factors that contributed to the event. The healthcare provider (hcp) seemed to think it was the spinal portion so an emergency revision was performed in which the hcp replaced the spinal portion of the 8781 with a new 8782. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were unknown. The patient was without injury at the time of the report.